Manufacturer narrative:
Device analysis summary: one syringe of 1.0ml with 0.6ml of gel remaining received with cap and without needle. A crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported the event of during injection one syringe of juvéderm® ultra plus xc had "cracked and product extruded out the side". No patient contact was made. No injury to patient, staff, or injector was reported. The allergan packaged needle was used. This was confirmed the initial use of the syringe.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of during injection one syringe of juvéderm® ultra plus xc had "cracked and product extruded out the side". No patient contact was made. No injury to patient, staff, or injector was reported. The allergan packaged needle was used. This was confirmed the initial use of the syringe.